Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, no suture was retrieved after depressing the plunger. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found that the complete suture was returned with the posterior needle tip and the cuff remaining in the foot pocket after deployment which is consistent with and confirms the reported experience of failure to retrieve the sutures. A needle to cuff miss occurs when the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. During testing a proxy plunger was inserted into the device and the needle trajectory was acceptable indicating the needles were not a contributing factory in the event. The needle trajectory of each device is inspected twice 100% during manufacturing. Based on the investigation findings the needle to cuff miss experienced during the procedure, and subsequent failure to achieve hemostasis, appear to be related to the operational context of the product. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.